Manufacturer narrative:
Review of reported event as well as related literature shows there is no evidence indicating that the integrity of the anterior capsule was compromised by the performance of the system. There are many potential clinical factors that could have contributed to the reported event. However, the reported event cannot be confirmed. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor posterior capsule rupture during a laser assisted cataract surgery. An unplanned anterior vitrectomy was performed. Doctor is not certain when posterior capsule was torn. Procedure was completed and a sulcus fixated posterior chamber intraocular lens was implanted. Additional information has been requested.